Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of an aneurysm for carotid-cavernous fistula (ccf) and transvenous embolization (tve). Some spectra coils (g3, g3 mini) were used to embolize the vein regurgitation point. A 1mm x 4cm galaxy g3 mini (glm910040, l14125) coil was used but there was a resistance felt inside the introducer when the complaint coil was being delivered. Resulting in the coil not being able to be delivered. It was replaced with another coil (same catalog number) and it was used without any problems. The procedure was completed with twenty-two spectra coils. Additional information received indicated that an sl10, stryker microcatheter (mc) was used. The continuous flush on the microcatheter was maintained. No excessive force was applied to the device. One non-sterile galaxy g3 mini 1mm x 4cm was received inside of a pouch. The device was visually inspected, and no damages were noticed. Then a microscopic inspection was performed, the embolic coil was found kinked inside of the introducer, no other damages could be observed on the device. The marker band was found at 39cm from hub, and it was found within specification. A manufacturing record evaluation was performed for the finished device l14125 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil- impeded-in introducer" was confirmed since the coil was not able to come out from the introducer. However, the kinked condition found on it contributes to this failure. The kinked condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking to the embolic coil can be caused by the application of excessive force to a device while trying to advance against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggests the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of an aneurysm for carotid cavernous fistula (ccf) and transvenous embolization (tve). Some spectra coils (g3, g3mini) were used to embolize the vein regurgitation point. A 1mm x 4cm galaxy g3 mini (glm910040, l14125) coil was used but there was a resistance felt inside the introducer when the complaint coil was being delivered. Resulting in the coil not being able to be delivered. It was replaced with another coil (same catalog number) and it was used without any problems. The procedure was completed with twenty-two spectra coils. Additional information received indicated that a sl10, stryker microcatheter (mc) was used. Continuous flush on the microcatheter was maintained. No excessive force was applied to the device. Based on the product analysis of the device received, the embolic coil was found kinked.